Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that pump was turned off on (B)(6) 2020. Patient expired of acute on chronic heart failure on (B)(6) 2020. It was reported that device operated as expected and intended. There were no device issues that contributed to the patient¿s cause of death. Pump was not be explanted or will not be returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the patient¿s expiration cannot be conclusively determined. The patient experienced acute on chronic heart failure. Their hm3 lvad was turned off and the patient expired on (B)(6) 2020. The device reportedly operated as expected and there were no device issues that contributed to the patient¿s cause of death. The device was not explanted and is not available for investigation. No further information was provided. The manufacturer is closing the file on this event.